Event description:
Approximately 6 months ago, the zoll CPR pad failed to complete a defib check and an equipment malfunction message was displayed. Clinical engineering came up and also attempted on more than one zoll machine and got the same results. Since that time, I have collected 2 additional CPR pads that gave the same malfunction message. Please note that there are 3 pads with different lot numbers that failed the testing process. Clinical engineering tested all 3 and each of them displayed the green light and display read "defib pad short" as it is supposed to. When they tried to discharge each, it did not discharge- screen said "check pads".